Event description:
Additional information received reported the reason for pump was spasticity, multiple sclerosis. The device system was used to infuse lioresal 2,000 micrograms/ml 587 micrograms per day. It was noted that the patient was doing fine and had no symptoms. ¿any previous issues or concerns resolved.¿

Event description:
It was reported a possible infection. Patient had refill three days before this report. Pocket looked swollen, "squishy" and was painful. The affected area was over the pump pocket and was traveling middle in abdomen. Patient did not have relief "anymore". Patient had pain, sore abdomen and increased spasms. Patient had multiple sclerosis (ms) and had been doing great with the pump/therapy for years. Patient had been given oral baclofen and valium. Additional information received reported that after visit to the doctor, the pump site did not appear infected. Upon further investigation and labs, it was determined that patient had urinary tract infection (uti). This was treated and patient was doing well. No symptoms or complaints. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID, 8709 lot# j10898r53, implanted: 2001 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).